Event description:
This is filed to report gripper caught on the leaflet and gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3-4. The patient presented with mitral annular calcification. The first clip (xtw) was placed on the mitral valve; however, due to increase in pressure gradient, the clip was removed from the patient and the pressure gradient returned to baseline. Another clip (nt) was advanced to the mitral valve. During multiple grasping attempts, it was noted that pressure gradient increased. It was then noted the leaflet got stuck between the gripper arm and the shaft. At this point, the anterior gripper stopped functioning properly and would not raise/lower. It was possible to free the leaflet and remove the clip from the patient¿s body with no adverse effect. It was decided to abort the procedure. The gripper arms were tested outside of the body and noticed that the grippers would only lower halfway after the lock was lowered. Mr remained at grade 3-4. The patient is reported to be stable and will be assessed for alternative therapy for the mr. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via device analysis. The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment. Additionally, a gripper line was broken, the clip introducer was not returned, and the clip cover was observed to be frayed/ bulky as if pinched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning (anatomy) associated with the anterior leaflet being stuck behind the gripper appears to be due to the temporary inability to lower the anterior gripper. The reported difficult to open or close (gripper actuation - single) associated with the inability to raise or lower the gripper, and the reported material frayed associated with the frayed/ bulky gripper cover as if pinched, appear to be due to procedural circumstances (gripper cover temporarily pinched by harness actuation). The partial gripper actuation noted when the clip was removed from anatomy was likely due to damage sustained during entanglement with anatomy. The observed break associated with the gripper line break appears to be due to post-procedural shipping/ handling, as the gripper was noted to partially actuate after removal from anatomy, and the device was returned not properly seated in the tray with the clip introducer removed. The observed component missing associated with the non-returned clip introducer was due to clip introducer being separated from the rest of the device after the procedure but prior to shipping, as no related issues were noted during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.